Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional regarding a patient with an implantable neurostimulator (ins). It was reported that the patient stated the battery was dead and not working and claimed that they were going to leave it implanted. No symptoms reported. No further complications reported. On (B)(6) 2018 (B)(4) (hcp): additional information was received. It was reported that the patient's ins was dead. There were no symptoms or further complications reported or anticipated. Additional information received from patient as they mentioned that they could not answer the questions of cause of battery being dead and not working. The device helped their restless legs but not their urinary frequency. They had two new batteries replaced in about 12 years. They were having their device removed on (B)(6) 2018.

Manufacturer narrative:
Note: event date was added and was updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional regarding a patient with an implantable neurostimulator (ins). It was reported that the patient stated the battery was dead and not working and claimed that they were going to leave it implanted. No symptoms reported. No further complications reported. Additional information was received. It was reported that the patient's ins was dead. It was dead since october 2017 or about 6 months ago. Patient last used the device when ins died about 6 months ago and today was when caller powered it on and possibly saw the low battery screen but then tried to power on again and nothing happened. There were no symptoms or further complications reported or anticipated. Additional information received from patient as they mentioned that they could not answer the questions of cause of battery being dead and not working. The device helped their restless legs but not their urinary frequency. They had two new batteries replaced in about 12 years. They were having their device removed on (B)(6) 2018.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient weight was reported